Event description:
It was reported by the patient that the device shocked 24 times last april and then again last week. The patient further reported that she went to the ER and was told "device malfunctioned but was sent home." The patient reported that she went to her heart doctor and the device was reset again. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.